Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 04-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 120-150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining area. During the call a back to back blood test was performed by the customer and produced test results of 355 and 346mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 08/22/2021 and open vial date is (B)(6) 2020 days ago. The meter memory was reviewed for previous test result history. Result 1: 272 mg/dl, date: (B)(6) 2020, time: 09:55am fasting. Result 2: 251 mg/dl, date: (B)(6) 2020, time: 10:28am fasting. Result 3: 365 mg/dl, date: (B)(6) 2020, time: 06:09pm fasting. Result 4: 295 mg/dl, date: (B)(6) 2020, time: 01:08pm fasting. Result 5: 215 mg/dl, date: (B)(6) 2020, time: 10:15am fasting.